Event description:
It was reported to boston scientific corporation than an initial g-tube - enteral feeding was used by a percutaneous endoscopic gastrostomy (peg) tube patient. The exact procedure date was unknown. It was reported that the tube gets black very quickly, despite proper flushing, and often falls out. The patient was quickly rushed to the hospital to get a new tube fitted. On (B)(6) 2024, the tube which was barely five months, fell out and it happened at about 7 o'clock in the evening. The patient was rushed to the hospital to have a new tube placement. There were no reported patient complications after this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6 (device codes): device code a051201 captures the reportable event of peg tube dislodged. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown.